Manufacturer narrative:
(B)(4). The customer reported that battery bay a had broken battery pca pins. The unit failed to power up on battery power. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that battery bay a had broken battery pca pins. The unit failed to power up on battery power.